Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 122mg/dl vs lab result of 97mg/dl tests were done within 5 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.